Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter contamination. The following information was provided by the initial reporter: when preparing the cytotoxic product, we noticed the dirty deposit inside the syringe. We had to stop the manipulation. We have the syringe at your disposal, but cannot send it to you due to its cytotoxic content.